Manufacturer narrative:
Method: cartridge lot number search; injector lot number search. Results: a cartridge lot number search was performed and five similar complaints were found. An injector lot number search was performed and three similar complaints were found. Conclusions: based on the complaint history and the cartridge and injector lot number searches, a possible root cause of the iol damage was due to the cartridge.

Event description:
The reporter stated, the surgeon inserted an eyeonics lens and the lens was torn. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision. The reporter stated it was the surgeon's opinion, that the likely cause of the iol damage was due to the cartridge. This is one of two lenses used on this pt -see MFR report # 2023826-2007-01852.